Manufacturer narrative:
Correction to the initial MDR in block b5. This ipg was not returned as it was retained by the patient. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Per the IFU, possible risks of implanting a pulse generator system to deliver spinal cord stimulation include procedural risks such as temporary pain at the implant site and infection. A review of the wavewriter alpha? Hazard analysis was completed, and confirmed that the event of bacterial infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk-benefit for the product. The ipg was not returned, as such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. This review determined that a bacterial infection at the ipg site is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that during a lead revision procedure (see MFR. Report # 3006630150-2026-01003), the implantable pulse generator (ipg) pocket site in the left gluteal region was opened, and an infection was identified. Subsequently, the ipg was explanted, and antibiotics were administered. The patient was doing well postoperatively. The devices will not be returned as they were retained by the patient.

Event description:
It was reported that during a lead revision procedure, the implantable pulse generator (ipg) pocket site in the left gluteal region was opened, and an infection was identified. Subsequently, the ipg was explanted, and antibiotics were administered. The patient was doing well postoperatively. The devices will not be returned as they were retained by the patient.